Event description:
I used to wear contact lenses and contracted an eye infection of some sort. Permanent damage has occurred in my right eye. During inflammation I experienced severe eye pain + light sensitivity and permanent scarring to my cornea. After years of trying to figure out cure, I was told only a corneal transplant would fix my vision.